Event description:
During surgical open reduction internal fixation acumed screws x 2 broke when implanted into right acumed plate. Remnants left in right ulna per surgeon discretion. Screws 30-0348 2.7mm x 18mm and 30-0328 2.7mm x 16mm. Hecc: 2687. Dpc: 1261, 1212. Ref: mw5186892.